Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced pump stops. Log files review showed 4 low-speed and 4 pump stop events at 9:58 pm on 30sep2025. These events occurred while the patient was connected to the mobile power unit (mpu). The log continued to capture odd low battery hazard alarms on 30sep2025 (immediately following the low-speed alarms) and at 9:21 am on 01oct2025. These appeared to occur during power source exchanges while the patient was connected to batteries. Images of the driveline were unremarkable. No events were noted since 30sep2025; additional log files also confirmed that. The patient remained on an ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stops which were consistent with suspected driveline damage. The submitted log file collectively contained events spanning from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The pump¿s fixed speed was set to 9400 revolutions per minute (rpm) with a low-speed limit of 9000 rpm. On (B)(6) 2025 at 21:58:04, the pump began struggling to maintain the set speed while the system controller was connected to the power module, stopping twice, at 21:58:05 and 21:58:12. The pump restarted and continued to maintain the set speed. No other pump stops were captured for the remainder of the log files. The abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The customer submitted 3 x-ray images of the driveline for analysis. No obvious areas of breakdown were noted on the submitted images. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU), revision, rev. A, and the heartmate ii patient handbook rev. A are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline serial number (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.